Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly failed to inflate. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter has returned for evaluation. No specific anomalies noted on the visual evaluation of the returned device. On the functional evaluation of the device, by using the in-house presto device the balloon was inflated at 8 atm but maintain the pressure slightly and it was noted a leak on the proximal end to the bifurcate. Upon the microscopic observation it was noted a slit on the bifurcate. No further testing performed. Therefore, the reported inflation issue has confirmed as the balloon inflated but maintain slight pressure and the device also leaks upon the inflation. The investigation was also confirmed for the identified bifurcate tear/ slit as the device leaks at the proximal to the bifurcate upon inflation of the device during the functional evaluation. During the evaluation the device leak and further it was observed that a tear on the bifurcate which might leads to the reported inflation issue. A definitive root cause for the reported inflation issue and identified bifurcate tear/ slit could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2023).